Event description:
Philips received a complaint by the biomed customer reporting a v60 device alarmed oxygen was not available. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The unit was removed from service. The investigation is ongoing.

Manufacturer narrative:
The customer biomed reported the unit's oxygen filter has metal located on both sides of the filter indicating that the unit is contaminated. The biomed technician reported the o2 transport portioning valve was determined to be the source of the metal shavings. The customer ordered the following parts for repair: o2 transport portioning valve, o2 inlet filter, gas delivery subsystem (gds). The gds is not available with no estimated date of availability. The unit will be repaired once required components are made available. The unit remains out of service. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.